Event description:
It was reported that the system had a camera error and could not display images. This may cause the system to become unusable, due to the inability to produce a of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.